Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Device evaluated by MFR?; code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
It was reported that the patient had a seroma at suture site and was prescribed medication. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.